Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a lead implant, a lead presented with high thresholds and low perception. The doctor tried to change lead position several times but failed. Another lead was used to complete the operation. The patient has no reports of adverse reactions.

Manufacturer narrative:
Additional: d10 analysis was normal. No anomalies were found.